Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - repair of incarcerated umbilical hernia with ventralex mesh a partial omentectomy was also performed. In 2005 - drainage of a post operative hematoma. (B)(6) 2005 - excision of infected mesh, small bowel resection, primary repair of hernia with placement of a non-bard porcine overlay. A fistulous tract was noted and there was a small bowel noted to be "stuck" to the mesh and it appeared that the mesh had old bile staining on it.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records indicate that the patient was treated for adhesions, hematoma, and fistula formation, all of which are known possible adverse reactions listed in the IFU. While the mesh was indicated by the surgeon to be infected; microbiology revealed no organisms seen. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.